Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). (B)(6) 2022: flexor hallucis longus laceration. Intra-operative laceration. After tibial resection completed and tibial resection completed, fhl was noted to have sustained complete laceration and was not repaired. (B)(6) 2023: no complaints or symptoms voiced."

Manufacturer narrative:
After a complete review of the data during investigation, the device catalog # 33680032 has been deemed concomitant. Therefore, MFR report # 3010667733-2024-00719 is no longer applicable and the record will canceled.

Event description:
As reported: "subject: (B)(6) infinity¿ with adaptis¿ total ankle replacement follow-up (itar2) on (B)(6) 2022: flexor hallucis longus laceration. Intra-operative laceration. After tibial resection completed and tibial resection completed, fhl was noted to have sustained complete laceration and was not repaired. (B)(6) 2023: no complaints or symptoms voiced."